Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited pinholes on cement of light guide lens, chip at cement of objective lens, small chip at pink probe and no ke45 (thixotropic adhesive) at forceps cover. There was no patient involvement.